Event description:
Reporter alleged the customer obtained the result of 40 mg/dl, self- treated with peanut butter, then obtained the result of 125 mg/dl within 10 minutes on the compact plus system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged the customer obtained the result of 40 mg/dl, self- treated with peanut butter, then obtained the result of 125 mg/dl within 10 minutes on the compact plus system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.